Event description:
It was reported that the device was suspected of a possible header block issue as the right ventricular (rv) lead¿s pace/sense impedance has been rising with increasing thresholds. Possible lead fracture is suspected of the rv lead. The device was explanted and replaced. The rv lead had the pace/sense portion capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: 2002 (B)(6). (B)(4).